Event description:
The customer reported the daily check process for the cbc (complete blood count) background for the wbc (white blood cell) parameter failed when using a unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
(B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the system and found the white blood cell (wbc) background was failing with aperture 3 readings high out of range. He noticed the wbc bath electrode was defective. The fse replaced the wbc bath (which houses the electrode) to repair the instrument. (B)(4).